Manufacturer narrative:
Device is not available for evaluation. Summarizing all obtained information, the root cause for this complaint could not be determined. H3 other text : not available.

Event description:
It was discovered in a medical journal article that it was found during the study that one patient have granuloma at nasal tip 3 months postoperatively. There was a second surgery performed to remove the implant.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was discovered in a medical journal article that it was found during the study that one patient have granuloma at nasal tip 3 months postoperatively. There was a second surgery performed to remove the implant.